Event description:
Per the clinic, the patient experienced performance decrement, non-auditory stimulation with the device and facial nerve stimulation. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025; and the patient was reimplanted with another cochlear device during the same surgery.